Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies were noted. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive motor error alarms and no delivery alarms. Customer reported of receiving at least 7 alarms per day. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to MRI; drive support cap appeared normal and customer was able to complete rewind process. During troubleshooting for no delivery alarms, customer stated that all remedies were tried with resolution. Customer was advised that insulin pump would need to be replaced.